Manufacturer narrative:
The technician performed the investigation and found the left thigh sensor pad for the ppm was not functioning correctly. With positioning mode set, only the out of bed mode would alarm. The technician advised the bed be removed from service until repaired. Due to census, the account will not remove bed from service, but will notify and have add'l staff in the unit. Proposal was given to the account to repair and upgrade all their "a" version advanta beds to the "b" version scale ppm system, also replacing sensors.

Event description:
The accounts (B) (6) supervisor alleged that with the positioning mode armed for the pt positioning monitor (ppm), the bed would not alarm until the pt was completely out of the bed. The account alleged that the pt fell, and a previous surgical incision was partially reopened. The incision was re-closed in the pt room, no add'l injuries reported. Alleged fall was not witnessed by night shift staff.